Event description:
After removal of the indifferent electrode pad it was noted a burn on the pt's back where the indifferent electrode pad had been placed. Ointment was applied to this area. Pt condition is excellent.